Event description:
It was reported that the right ventricular [rv] lead r wave amplitude had dropped significantly and the threshold measurement had increased. The findings will be discussed with the physician. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.